Event description:
Customer reported an artifact in images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier grid. System operates as intended. This MDR is related to ge healthcare complaint number.